Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the test strips, and control solution involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed control solution high. A secondary issue was also noted where the test strips were sticking together. The retain test strips were tested and they passed testing with no faults found. The meter involved with this complaint has also been returned to lfs; however, the investigation has not been completed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Once the evaluation has been completed a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient stated the alleged issue began in (B)(6) 2011, approximately one month prior to contacting lfs for assistance. The patient stated her blood glucose results are usually below 200mg/dl but she was getting readings over 200 mg/dl for the last month. The patient stated she tested on the morning of (B)(6) 2011 and received a reading of '230 mg/dl' which she felt was higher than her usual readings/feelings as well as her a1c test, which she stated was "good." The patient informed the mss that she manages her diabetes with insulin, 25 units of humalog in the morning and evenings, 50 units of humulin in the mornings and evenings and tests four times per day. The patient stated that she increased the humulin insulin by 2 when she began to receive the alleged high readings on the subject meter. The patient could not recall the readings she received for the rest of the day but claimed they were in the 'higher than normal." At an unknown time on that same day, the patient claimed she had "blacked out" in her chair. She stated her neighbor had found her and called the ambulance. The patient could not recall at what point she regained consciousness but stated she was taken to the ER "in the evening time." She stated several tests were performed to determine the cause of her becoming unconscious. The patient claimed a blood glucose test was performed on a hospital meter (unknown type) and she could not recall the result but stated it was "really high" and was treated with insulin (unknown amount). The patient denied feeling symptomatic prior to passing out. The patient stated she was kept in the hospital overnight for observation. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly became unconscious for an unclear reason after the alleged issue began and was treated by an hcp.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.